Event description:
While returning from transport to CT, pt bp dropped from 150 to 60. Once back in picu, lines checked and found blue injection hub had separated from tubing. No blood loss or air in line. Line clamped, moved drips to cvp port, but it took several minutes for bp to return to acceptable level. Line was removed.